Manufacturer narrative:
Thickened leaflets, DHR review. Additional manufacturer narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 2800 25mm bioprosthetic aortic valve, implanted approximately ten (10) years and five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a another bioprosthetic device. Attempts to obtain explanted valve and additional event information have been unsuccessful. There were no adverse events reported following re-op.

Manufacturer narrative:
Additional manufacturer narrative - the explanted device reported has not been returned to manufacturer. Without receipt of the device the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received indicates this valve was explant due to moderate aortic stenosis secondary to thickened valve leaflets. There were no complications reported.